Event description:
It was reported that dues to a fall, the patient's leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2025 during which the physician repositioned the patient's leads to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient's weight. Further information was requested but not received.

Manufacturer narrative:
Additional information indicates that only one of the patients leads migrated and was repositioned. There are no allegations and no intervention undertaken on second lead.

Event description:
Additional information indicates that only one of the patients leads migrated and was repositioned.